Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer stated that they needed a new reservoir in the pump and get the settings changed but the pump had the closed circle displayed with a low battery indicator. The customer was explained that pump would need a new battery put into the device. The customer was explained that the pump has a low battery, priming would not work. The customer stated that new battery was installed and the pump was able to rewind and prime.